Manufacturer narrative:
Investigation summary - cubby beds made multiple attempts (5 by email and phone) and were not able to attain more information about the status of the child or what specific product was being used. The father confirmed no injury occurred or that medical intervention was required. Information obtained during the investigation confirmed that the repeated forceful pushing of the canopy wall of the tech hub caused damage to the casing which allowed access to the sensor. The product was not returned for evaluation and there was no reported deficiency in the product. Cubby beds instructed the father to remove the damaged technology hub and replace the cloth cover, which the father confirmed was completed. Cubby beds sent replacement parts to the family: grey hub piece, sensor, and camera. Root cause - the root cause of the reported event is the child's repeated pushing on the hub/canopy wall leading to the damage to the product. Sensory medical's investigation is ongoing, and the company will supplement this report as appropriate if it obtains additional information and/or reaches additional or different conclusions.

Event description:
Parent reported that their child had broken the technology hub plastic housing and the technology hub's light. Once the housing had been compromised, the light's sensor was accessible and the child had put it in his mouth. It was not swallowed. There was no damage to the bed other than the tech hub housing reported by the complainant. The reporter confirmed that no injury resulted from the event.